Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable/ additional information was requested and the following was obtained: did the device cut? Do not know this information. All that was reported was the device did not leave a full staple line. How was the procedure completed? The procedure was completed utilizing another device. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Is the device available for return? No. Would you like a no charge replacement? Not at this time. This is handled by departmental leadership. Would you like a letter with the analysis? Yes ; note: there will be no letter of analysis related to the response that the device is not available for return.

Event description:
Please see the user facility medwatch report form #(B)(4), attached.